Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation. Reoperation has not been scheduled at this time.

Event description:
Healthcare professional reported right side implant deflation. Device remains implanted.

Event description:
Healthcare professional reported right side implant deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, and one curved opening on the anterior. Leak test and microscopic analysis was performed which identified: a crease smooth opening on the posterior and a striated opening on the anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a crease smooth opening on the posterior assessed as fold flaw opening and a striated opening on the anterior assessed as surgical damage consist in the use of some surgical tool.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the device performed through photographs identified: due to the quality of the photos, the lot number and catalog cannot be confirmed. A deflated device is observed. Particles in gel. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional data: b.5, d.7, h.6.